Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
There was no report of patient harm. The date of event is unknown. The time of event is unknown. No known adverse event. No video image. Refer to expiration date as complaint notification date.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k), g6: follow up #1, h2: type of follow up.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type?. H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: we checked the returned unit and confirmed that the u/d knob broken. Based on the result, we concluded that it was caused due to the excessive force applied on the u/d knob. The device has been repaired.